Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Further, undersensing and pacing not delivered when required was noted. Hence, this ra lead was then explanted. No additional adverse patient effects were reported.